Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.